Event description:
The ventilator did not present an alarm and the screen went black. The patient was bagged while a new ventilator was brought in to replace the defective vent.====================== health professional's impression======================bedside alarm sounded for no respiration. Nurse went to the room where the ventilator was found to be off. She bagged the patient until a new ventilator was brought up to replace the defective unit.====================== manufacturer response for ventilator, versamed ivent======================they want the unit to be sent to israel.